Event description:
It was reported that the catheter was broken.

Manufacturer narrative:
Evaluation: customer report was confirmed. The catheter shipping tube was received broken in half between the clear adaptor and the white shipping tube, this is not a bond separation. The catheter shrink seal is still intact. There is no catheter damage.